Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) not work properly: it went into alarm regularly then there was a smell of "burnt" in the night. The service decided not to turn it on again for safety.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) stated alarm and burning smell cs300 (B)(6) counter. He noticed that the batteries were no longer recharging and that the "battery charging" led was no longer lit. Fse diagnosed on site that the fault came from the board psu (correct fuse). He changed the psu board and checked the voltages. Functional check with patient simulator. Leak test of the safety disc and the drive valves. Calibration of the purge and the volume of the bimba. Functional tests (fiber optics, valves, blood detection cell, screen, keyboard, printer). Pneumatic performance test. Battery test. Connection to mains / satisfactory residual autonomy. Operational tests with simulator (signal pressure, ECG signal) electrical safety test standard iec 60601 (resistance to earth, leakage current and insulation resistance). Device complies with the recommendations and tolerance ranges defined by the manufacturer. Functional equipment.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) unit would not work properly: it went into alarm regularly then there was a smell of "burnt" in the night. The service decided not to turn it on again for safety. There was no patient involvement.